Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient indicated that their incision never healed and they were recently hit in that area. A sore and opening were noted on the incision line. Subsequently, a revision procedure was performed. This crt-p, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to infection and sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed. The infection allegation could not be confirmed by lab analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for this infection allegation. Dehiscence cannot be confirmed with lead analysis. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of infection & dehiscence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient indicated that their incision never healed and they were recently hit in that area. A sore and opening were noted on the incision line. Subsequently, a revision procedure was performed. This crt-p, right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead were explanted due to infection and sepsis. No additional adverse patient effects were reported.